Manufacturer narrative:
A batch record review indicates no non-conformances, deviations or discrepancies were found during revision. No photographs or physical sample were received. The bulk item record was reviewed for lot# 6b0204101. The crew requirements and responsibilities, process parameters, quality and in-process inspection, line operations, process troubleshooting and relevant documents to the process were run according to protocol. The product was packed and labeled under the packaging and labeling specification. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The spouse of the end user reported that when changing the end user's wafer he noted a three quarter inch laceration at the bottom right side of the stoma. He noted that a small amount of blood was present but that it spontaneously stopped and no treatment was needed.